Manufacturer narrative:
(B) (4). Device was returned to the manufacturer for evaluation. Visual macroscopic exam shows that the lower jaw is broken off at the point where the upper jaw hinge pin is located. Due to the complete tensile separation of the material at locations normal to the hinge pin on each side, it is likely that excessive handle force was applied. The lower jaw and the upper jaw hinge pins are missing. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the instrument's lower jaw was broken off during use. The broken off tip was retrieved. No pt complications were reported.